Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. In addition, the reported air in flush port appears to be a result of user error and due to the saline bags running out of fluid mid-procedure. A definitive cause for the difficulty removing the gripper line could not be identified. It is possible that the clip delivery system (cds) experienced compressive forces on the gripper lumens while in the anatomy, resulting in the difficulty removing the gripper line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. It should be noted that in the mitraclip instructions for use states: heparinized saline flush should be continuous throughout the procedure. Ensure flow is visible through the drip chamber and that tubing is free from kinks and/or obstruction and pressure of 300 mm hg is maintained. Discontinuing flush may result in air embolism and/or thrombus formation. The reported patient effects of heart failure, hypotension, and pericardial effusion, as listed in the mitraclip system instructions for use, area known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report difficulty removing the gripper line, air in the clip delivery system (cds) flushport, heart failure and worsened pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and a pre-existing pericardial effusion. The clip delivery system (cds (B)(4)) was advanced to the mitral valve. Leaflet grasping was difficult due to the anatomy. After a successful grasp, deployment was started. During gripper line removal, tension was felt. It was then observed that both flush bags were empty. The bags were replaced but air was observed in the cds sleeve flushport. It was found that the sleeve flushport stopcock was not turned off. The stopcock was turned off and within 10 seconds, EKG changes were noted with st elevation and hypotension. Medication was given and the gripper line was removed. Femoral angiogram was performed confirming the vessels were patent. The clip was successfully deployed reducing the mr to <1. There was decrease in left ventricle (lv) and right ventricle (rv) function. An impella device and temporary pacemaker were placed. The lv and rv function improved but there was a flow obstruction in the right leg due to the impella device. The impella access site was changed but the lv and rv function diminished again. The pre-existing effusion was checked and found to have worsened. Anti-coagulation was reversed, pericardiocentesis was performed, and blood was given. The lv and rv function improved and the patient stabilized. The patient is stable and hospitalized for observation. No additional information was provided.